Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Complaint sample review : one complaint sample of drain of around 50 mm was received for evaluation, product was inspected visually below were detailed observation: 1.received portion of drain was from the fluted area. 2.while viewing the separation surface under magnification, multiple dent / cut marks were observed on the perimeter of the drain. It is suspected that, separation surface of the drain might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of dmd scope. Documents review : not applicable, as lot number of the complaint was unknown, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, was a 2nd procedure performed to remove the drain piece. Yes. The piece was removed from the patient in reoperation. Procedure name? Unk. Date of procedure? Unk. Date of event where product had an issue? Unk. Were there any intra-operative complications? If so, what were they? No. Where was the tip of drainage tube located? Unk. How was the drain secured? Sutured. What was the date of first activation? Unk, but the same as operation day. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. When was the malfunction first noted? Unk. Was leakage detected? If so, where? No. Was another product used? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. Date and name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Onset date? No symptom was reported. Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? Already removed. If yes-date of procedure? Unk. Findings, will piece be returned? Yes. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No. What is the patient's current status? Unk. Surgeon¿s name? Unk. Product number? 2227. The surgeon was reluctant to provide us more information. If applicable, will product be returned? If so, please provide the return date and tracking information. The device will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The product was broken in the patient¿s body. The piece was not left inside the patient. Further details are not provided. The doctor did not notice the drain break when removed, the defective part was found in the patient body when CT scan was performed at a later date, the defective part had already been removed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the doctor did not notice the drain break when removed, the defective part was found in the patient body when CT scan was performed at a later date, the defective part had already been removed. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Please confirm, was the broken drain removed completely from the patient without the need of a secondary intervention? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please clarify, was a 2nd procedure performed to remove the drain piece. Procedure name? Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product number? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.